Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the pump was in normal parameters. Additionally, a malfunction alarm occurred. The customer's blood glucose (bg) was 83 mg/dl. During troubleshooting with tandem technical support the pump was reset; however, the malfunction alarm recurred. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. Additionally, the altitude alarm was verified in the pump logs; however no failure was identified in relation to the altitude alarm.